Manufacturer narrative:
The device was returned to olympus for inspection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited water leakage caused by deformation of switch 1, minor water leakage observed from zoom and focus ring. There was no patient involvement.